Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Summary results: the customer reported condition, air in line errors, was confirmed by service. The cause of the reported condition was determined to be a faulty air in line printed circuit board (ail pcb). The ail pcb was replaced to fix the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a colleague pump returned to baxter technical services where air in line errors was reported. There was no patient involvement. There was no patient injury or medical intervention associated with this event. The user interface module software version of this pump is currently unknown.